Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable and wall adapter. The customer's blood glucose (bg) was 61 mg/dl. A replacement wall adapter and usb cable were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement charging supplies; however, no additional information could be obtained.